Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.